Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead was failing to capture. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.